Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low battery reset, motor stall, and safe state occurred. It was suspected that there was a filtered feed through issue. It was later reported that the pump was explanted the week prior to (B)(6) 2013. The pump had several unexplained motor stalls (no MRI). The medications used within the system were morphine and clonidine.

Event description:
It was later reported that on (B)(6) 2013 the patient called their doctor to tell them the pump was ringing. The next day, the patient arrived at the hospital in withdrawal. The logs indicated a motor stall, and several telemetry strips give the same result. The test of the rotor of the pump was negative. The patient was given patch drugs and their pump was explanted on (B)(6) 2013. The cause of the motor stalls was not determined. The patient¿s symptoms were confirmed to be ¿just severe withdrawal¿. Following the explant, the patient continued their treatment with the patches. They refused a new pump because they were afraid of a new incident. There were no other consequences.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed multiple motor stalls and recoveries. During destructive analysis, significant residue and shaft wear of gear 2 was found. Shaft wear was also seen on the upper and lower shafts of gear 1. Some residue was found on the jewel where the upper shafts of gear 1, 2, and the rotor magnet insert into the top bridge assembly. The stall was due to the shaft-bearing of the motor, and lubrication of the motor was found. Analysis of the catheter revealed a non-significant indent in the cup of the sutureless connector seal which did not affect infusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.